Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. However, device received with cracked or bleeding lcd glass and broken off end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bottom of the insulin pump came off and the screen of the insulin pump was shattered. Customer's blood glucose level was 150 mg/dl at the time of incident. Customer stated that the insulin pump was dropped. The customer also reported that the there was no damage to reservoir lip ring. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.